Manufacturer narrative:
The patient's general body habitus is reported to have generally loose and unstable tissue, causing a challenge for the physician to identify a stable location for the implant. Migration of components is a known inherent risk of implantable neuromodulation systems and the patient's general condition appears to be a contributing factor in this case.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back area with the leads targeting the cluneal nerve. After having the system in use for several months the ipg was found to have migrated beyond the recommended depth, causing connectivity issues with the therapy discs. While assessing the implanted system it was also discovered that the leads had migrated away from the original placement. On (B)(6) 2026 a surgical revision was performed to place the ipg slightly higher on the back to a more flat and less fatty location and reposition the leads to their intended location. During the procedure the implant sustained handling damage and required replacement of all components.